Manufacturer narrative:
This is the same event as 3010536692-2016-00102.

Event description:
Allegedly, patient was revised due to mom complications. (Left).

Event description:
Allegedly, patient was revised due to mom complications: loose acetabular; pain (left).